Manufacturer narrative:
A return material authorization was created by pentax medical on (B)(4) 2014. An eval will be performed on the scope once it is returned to pentax.

Event description:
On (B)(6) 2014, a pentax customer service rep stating that she rec'd a call from a health professional at (B)(6) hospital located in (B)(6). The health professional stated pentax gastroscope model eg-2970k (s/n (B)(4)) was used on 3 pts. The staff brushed, flushed and used steris to clean this scope. During the last wash, a triple cleaning brush dislodged from the end of the scope. The staff indicated that they do not use this type of brush in their facility; an expressed concern about the 3 pts that had procedures performed with this scope.